Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: refer to section describe event or problem, no further information is available.

Event description:
The customer obtained multiple falsely elevated results while using the alinity c processing module. The customer observed residual liquid on the cuvettes. Multiple parts were replaced and adjusted to resolve the washing issue. Following repair of the analyzer the customer performed an impact study by retesting samples. The following results prior to repair and after repair were provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Abbott service technician inspected the instrument and observed a cuvette washer overflow issue. In addition, the instrument was generating message code: 3062 residual liquid detected in cuvette (0). The tss resolved the issue by manually cleaning the cuvettes, adjusting the cuvette washer flow rate, and rebuilding the two cuvette washer vacuum pumps (replaced diaphragms, sheet valves, and o-rings). No additional discrepant result issues have been reported since the service activity was completed. Part numbers c-35016656-01 diaphragm, vac. Pump, c-35016657-01 sheet valve, vac. Pump, and c-35016658-01 o-ring, vacuum pump, were determined to be the cause of the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for diaphragm, vac pump, sheet valve, vac pump and o-ring vacuum pump identified no issues or trends. Device history records associated with the parts were also reviewed and did not identify any non-conformances or potential non-conformances. .a review of tracking and trending data in the product monitoring review for clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in the complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.